Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead, due to patient's tortuous vascular and operation of the lead "not good," the lead was unable to be delivered to the atrium. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.